Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered a new power supply and replaced it. Per email from the hospital biomed received (B)(6) 2017 the power supply was replaced on (B)(6) 2017. The biomed performed a complete preventive maintenance (pm) on the iabp. The iabp was returned to the department and rendered safe for use.

Event description:
The customer reported that during preventive maintenance by the customer the intra-aortic balloon pump (iabp) was not turning on. It was determined that the iabp had a defective power supply. There was no patient involvement and no adverse event reported.